Event description:
It was reported the balloon ruptured. A 4.0 x 100mm, 135cm ranger drug coated balloon was selected for use in a 90% stenosed, moderately tortuous and moderately calcified lesion in the superficial femoral artery (sfa). During the first inflation at 10atm for 30 seconds, the balloon ruptured in the shape of a pinhole. The device was exchanged and the procedure completed with no patient complications reported. Patient condition was reported as good post procedure.